Event description:
During mandatory minute volume mode, mechanical breaths would stop for a short time, then resume. Ventilator cleaned (exhalation block) and software upgraded to 13.04. While running ventilator, mechanical breaths stopped for 30 seconds, then resumed. At a different time while running ventilator unit gave support breaths for 3 minutes, then one breath, then steady pressure at continuous positive airway pressure setting. It did the same during next 3 minutes and kept repeating for approx 15 minutes.